Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose due to no delivery alarms on the insulin pump. The customer's blood glucose level during the incident was over 600 mg/dl. The customer's current blood glucose level was 577 mg/dl. The customer had symptoms of being tired, having a headache, and having to go to the bathroom a lot. The customer had been using the insulin pump to treat their high blood glucose. Troubleshooting was performed. Insulin did not exit. It was found that the infusion set was occluded. The issue was resolved with a change of infusion set. The device will not be returned for analysis.